Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient reported a brief episode of pain and subsequent intermittent contact with the internal device two weeks later. The device was explanted on (B)(6), 2011, and the patient was reimplanted with another device during the same surgery.